Event description:
It was reported that during post-op the right ventricular (rv) lead had increased thresholds and non-capture and the patient's heart rate dropped intermittently. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.